Manufacturer narrative:
Medical device lot #: 9441689 was provided, however, this is not a bd lot number for this product line. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use drug leakage occurred with an unspecified bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: due to bronchial pneumonia, the child patient was sent to our hospital for treatment at 10:17 on (B)(6) 2020. Due to the illness, the child was required to cough and gasping for breath, and received intravenous infusion as instructed by the doctor. When the nurse used the indwelling needle, the drug was leaked from the soft needle of the indwelling needle, and the indwelling needle was timely replaced, which did not affect the patient.

Event description:
It was reported that during use drug leakage occurred with an unspecified bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: due to bronchial pneumonia, the child patient was sent to our hospital for treatment at 10:17 on (B)(6) 2020. Due to the illness, the child was required to cough and gasping for breath, and received intravenous infusion as instructed by the doctor. When the nurse used the indwelling needle, the drug was leaked from the soft needle of the indwelling needle, and the indwelling needle was timely replaced, which did not affect the patient.

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number cannot be verified in our database, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.